Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low reservoir alarm, unexpected suspend anomaly, low battery alert and weak signal alarm due to blank display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was failed and does not remember what the message was. Customer¿s blood glucose value was 130 mg/dl. Customer stated that the alarm history found loading finish, threshold suspend, low reservoir, low battery and weak signal. Customer stated that the original issue with his sensor was sensor error. Customer decline troubleshooting for low battery, low reservoir, threshold suspend, calibration error and sensor error, weak sensor signal. Customer decline troubleshooting for transmitted does not blinking when its connect to sensor. The device will return for the analysis.